Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation - no product at hand. No pictures received. Batch history review - because the lot number is unknown, a batch history review is not possible. Conclusion and root cause - the problem is most probably design and/or manufacturing related. Rationale - in similar cases like that (same product, same case description) the welding seam was complete and without visible failures welded around the shaft/handle, but the junction was too weak. We have to clarify if it was a design or a process problem. For this purpose we will request a CAPA.

Event description:
It was reported that there was an intraoperative issue with the ennovate lumbar pedicle probe. While using the probe and turning it left to right, the ball handle got loose from the working shaft and was loose/ spinning. This item was then considered not in working order for procedures; once loose, the handle and probe no longer held together. Further patient details and operative outcome were not provided. Additional information has been requested.